Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances noted on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5085138, model/catalog description: infinion cx lead kit, 50cm. Sc-2317-50 (sn (B)(4)). Device evaluation indicated that the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables (9) were completely broken at the bent/kinked location of the lead, 2 cm from the set screw mark of the clik-x anchor. There were no exposed cables at the location. The lead got kinked and fractured at the anchor point after it exits the anchor when the lead was exposed to excessive mechanical force or movement. Record review revealed no additional information related to the complaint. The product record review does not require any escalation or a risk review. Sc-2317-50 (sc (B)(4)). Device evaluation indicated that the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead, 2 cm from the set screw mark of the clik-x anchor. There were no exposed cables at the location. The lead got kinked and fractured at the anchor point after it exits the anchor when the lead was exposed to excessive mechanical force or movement. Record review revealed no additional information related to the complaint. The product record review does not require any escalation or a risk review.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances noted on the leads. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.